Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not insert the sensor with the serter several times. The customer reported that the puncture needles could not be seen after the serter was being pulled up. The customer's blood glucose was unknown at the time of incident. The serter will be returned for analysis.